Event description:
Customer's caregiver reported on behalf of her mother, that her adc freestyle libre 2 reader fell down and broke. And was no longer working. Customer was unable to test. And experienced unspecified symptoms of hyperglycemia. Paramedics was called and customer was transported to hospital, where she received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader ((B)(6)) has been returned and investigated with retained test trips. Visual inspection was performed on the returned reader and no issues were observed. Reader did not power on with button depression, strip insertion, or insertion of usb cable. Connected reader to computer and masterm software was unable to recognize the reader. The reader was sent for further investigation and de-cased. Visual inspection was performed on the de-cased reader and liquid contamination was observed. Therefore, this complaint is not confirmed to use. No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of her mother that her adc freestyle libre 2 reader fell down and broke and was no longer working. Customer was unable to test and experienced unspecified symptoms of hyperglycemia. Paramedics was called and customer was transported to hospital where she received unspecified treatment. There was no report of death or permanent injury associated with this event.